Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2013. Three days later on (B)(6) 2013, the patient presented to the emergency room and was admitted. The patient was found to have an "actinomyces" infection and "was treated successfully with penicillin." The patient was discharged on (B)(6) 2013. "The patient is doing well now and bleeding and discharge have stopped."

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).